Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing. No damages or defects were observed with the adhesive pad or bottom housing that would cause skin irritation. The exact cause of the reported skin irritation could not be determined. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it kinked or damaged, though it was curved. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Changing your pod 3 / page 23-24. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water or an alcohol prep swab, and keep sterile materials away from any possible germs. Living with diabetes 11 / page 117. Infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: signs of infection, such as pain, swelling, redness, discharge or heat. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that after wearing the pod on the leg between 4 and 24 hours, the site was irritated and the patient developed a skin reaction due to the adhesive pad. The patient's blood glucose (bg) levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) with ketones present of 2.6 at the time. The pod was removed, the cannula was noted to be bent, hyperglycemia was treated by applying a new pod and using an insulin injection. The patient visited the hospital, where was prescribed a 7 day treatment of antibiotics (amoxicillin).